Event description:
Additional information was received that surgical intervention was performed and this lead was surgically abandoned and a new ra lead was implanted. The generator was also replaced due to normal battery depletion. No adverse patient effects were reported.

Event description:
Boston scientific received information that the physician evaluating this patient's device system was unable to get impedance readings on this right atrial (ra) lead. Also, there appeared to be loss of capture and noise on the lead. The patient was not in an atrial arrhythmia. Programming options were discussed and the physician noted that a new atrial lead will be implanted at the patient's next generator change-out procedure. No adverse patient effects were reported. At this time, the lead remains in service.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.